Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she changed her set, the tubing dislodged itself from the set and her blood glucose level was 356 mg/dl. Reportedly, when she was putting on her pajamas, she noticed that the tubing was just hanging there disconnected from her site. No further information available.